Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a clear thin film of plastic material over the end of the drain valve blocking any fluid from being drain. A new bag was placed and it drain properly. No medical intervention was reported.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The device did not fail to meet specifications. The product was used for treatment purposes. The product was not related to the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), 19 oz dispoz-a-bag leg drain bag. Visual inspection of the sample noted no visible defects. The bag was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The solution flowed without issue through the inlet port, into the bag, and out of the outlet port.the lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to empty dispoz-a-bag leg bag, remove cap at bottom. Important: hold green connector firmly while removing cap." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a clear thin film of plastic material over the end of the drain valve blocking any fluid from being drain. A new bag was placed and it drain properly. No medical intervention was reported.